Event description:
The customer reported that this morning her blood glucose was 307mg/dl and she is not feeling well. The caller stated that she gave herself a bolus and tested again. Then her blood glucose went up to 507mg/dl and she called her doctor who recommended going to the hospital. In the meanwhile, the paramedics were called to take her to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.